Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the back button was unresponsive. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump error noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to verify keypad unresponsive or perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No moisture damage on keypad traces noted. Keypad connector was fully locked.